Event description:
Event description guidant received information that, following an MRI (which is contraindicated in labeling), this implantable cardioverter defibrillator (ICD) began to emit tones and could not be interrogated.